Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned device was analyzed, and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Based on the memory log the device battery voltage was greater than 2.7 volts and the power usage was normal while implanted, all therapy was available while implanted. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) as the device battery went from 3.5 years longevity to three months longevity remaining is a span of six months. The health care professional (hcp) already sent the device file. The recommended safe replacement interval is 90 days. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted, and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) as the device battery went from 3.5 years longevity to three months longevity remaining is a span of six months. The health care professional (hcp) already sent the device file. The recommended safe replacement interval is 90 days. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted, and a new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) as the device battery went from 3.5 years longevity to three months longevity remaining is a span of six months. The health care professional (hcp) already sent the device file. The recommended safe replacement interval is 90 days. To date, the device remains in service. No adverse patient effects were reported.